Manufacturer narrative:
Concomitant medical products: 4549 lead, implanted: on (B)(6) 2006 and 507652 lead, implanted: on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be occasional ventricular undersensing at times on the right ventricular (rv) lead on the treated fvt (fast ventricular tachycardia) zone episode. The rv lead remains in use. No patient complications have been reported as a result of this event.